Manufacturer narrative:
Tandems t:slim user guide states: you must also have adequate vision and/or hearing in order to recognize your system alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user inputted the incorrect data in the pump. Reportedly, the user would enter incorrect values for blood glucose as well as carbohydrates and would correct the numbers prior to delivering the bolus. There was no impact to the user's blood glucose level.